Event description:
It was reported to boston scientific corporation that an rx trapezoid lithotripter compatable basket was used in the bile duct during a stone removal procedure on (B)(6) 2015. According to the complainant, during unpacking, they noticed that the length of the basket tip was longer than usual. Attempts to retract the basket back into the sheath failed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good¿.

Manufacturer narrative:
A visual examination of the returned device found the basket to be fully retracted and the side car-rx presented pushback out of specification. A functional evaluation was performed by extending the basket and the basket wires were found to be folded. During the evaluation the wires were manually unfolded and the wires were found to be evenly spaced and un-deformed. The evaluation concluded that the condition of the returned unit was consistent with the complaint incident that the device presented side car-rx pushback. The side car-rx pushback could cause difficulty in tracking the device over the guidewire and into the papilla. Therefore, the most probable root cause classification for the reported failure is ¿handling damage.¿ a review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an rx trapezoid lithotripter compatable basket was used in the bile duct during a stone removal procedure on (B)(6) 2015. According to the complainant, during unpacking, they noticed that the length of the basket tip was longer than usual. Attempts to retract the basket back into the sheath failed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good.¿

Manufacturer narrative:
(B)(4) side car - rx pushback. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed..